Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred vascular access was obtained via ipsilateral approach using a non-bsc introducer sheath. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced and was inflated twice at 14 atmospheres for five minutes. During removal of the device, it was noted that the non-bsc guide wire became stuck in the wire lumen of the coyote¿ balloon catheter. The balloon catheter was able to be forcibly pulled out of the patient's body and the guide wire was replaced with another non-bsc guide wire. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. There was a lot of dried solidified white contrast in the inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically and visually examined and there was no damage or irregularities identified. The inner diameter (ID) of the inner shaft was measured at the exit notch and tip and was within specifications. The guidewire used in the procedure was not received with this device. A .014¿ test guidewire was used for functional testing. The guidewire was able to pass through the entire distal shaft with no issues or resistance. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred vascular access was obtained via ipsilateral approach using a non-bsc introducer sheath. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced and was inflated twice at 14 atmospheres for five minutes. During removal of the device, it was noted that the non-bsc guide wire became stuck in the wire lumen of the coyote¿ balloon catheter. The balloon catheter was able to be forcibly pulled out of the patient's body and the guide wire was replaced with another non-bsc guide wire. The procedure was completed with no patient complications reported.